Event description:
Same case as MDR ID# 2134265-2015-04667 and 2134265-2015-04668. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with a bsc imaging catheter and a bsc sled. During the procedure, the mdu5 was damaged and failed to perform automatic pullback. No patient complications reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit was received with a missing pullback gear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04667 and 2134265-2015-04668. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with a bsc imaging catheter and a bsc sled. During the procedure, the mdu5 was damaged and failed to perform automatic pullback. No patient complications reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).